Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 459 mg/dl. The customer stated that they think that the insulin pump was not delivering. The customer's blood glucose was 314 mg/dl at the time of incident. The customer stated that the blood glucose went up to 498 mg/dl at the time of call. The customer's blood glucose went down to 488 mg/dl at the end of call. The insulin pump will not be returned for analysis.